Manufacturer narrative:
E1-inital reporter establishment name-(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed error codes e213 and e116 the issue occurred during inspection for use. There were no reports of patient involvement.